Event description:
The customer reported to baxter healthcare one (1) interlink secondary medication set with duo-vent spike in which a no flow was detected when spiking a 1000mg bottle of non-baxter IV acetaminophen during setup. The customer observed that the vented portion of the spike would open, but would not allow the medication to flow. There is no patient involvement, injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one used sample was received, which arrived fully primed with the spike in the closed position. The sample was visually inspected and functionally tested. The reported condition could not be confirmed, as no malfunctions were observed. Therefore no cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available so the reported condition cannot be confirmed and the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.